Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, there was thermal damage to multiple resistors and the c4 capacitor was shorted on the computer/analog board. The cause for the failure was isolated to the shorted c4 capacitor. The root cause for the shorted c4 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.